Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was no longer receiving stimulation after experiencing a fall. An sjm representative was unable to resolve the issue with reprogramming as only left side stimulation could be obtained. Diagnostics revealed high impedance values for the scs lead. Surgical intervention may be taken at a later date to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention during which the lead was explanted and replaced. Effective stimulation was restored post-operatively.